Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis event was unknown. The patient was hospitalized for the event. The patient was treated with unspecified antibiotics (dose, route and frequency not reported) for peritonitis. Three days after admission, the patient was discharged from the hospital. The patient was recovering from the peritonitis event. Pd therapy was ongoing. This is report 1 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). Additional information: on an unreported date in (B)(6) 2014, the patient experienced peritonitis. The reported product is an unknown baxter transfer set. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. Same patient as (B)(4).